Event description:
During the case, the suction irrigator was found to be leaking at the site where the tubing connects to the battery pack. The unit was replaced with another to complete the procedure.